Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. The returned battery was measured to be within specification. Performed an source measure unit (smu) test and observed the returned sensor to have electrical current and temperature values within specification, indicating no accuracy issues were present in the returned sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that a customer received a "check again in 10 minutes" sensor error message on the adc device and was unable to obtain readings. It was indicated that the customer was provided either insulin, glucagon, and/or medication by a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported that a customer received a "check again in 10 minutes" sensor error message on the adc device and was unable to obtain readings. It was indicated that the customer was provided either insulin, glucagon, and/or medication by a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.